Manufacturer narrative:
Device evaluation: analysis of the lead found the #2, #3, #5, and #7 conductors were broken 12.8 cm from the distal end of the lead. Additionally, one conductor was broken 3.2 cm from the distal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note that additional information received reported the original notified date was actually 2019-mar-07, not 2019-mar-05 as was reported on the initial MDR submission. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: 0215354384, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s stimulation had not been working since their lead broke. Impedance testing was performed and found open circuits for 4-5 contacts, with electrodes 1, 2, 3, 6, and 7 having impedances of >10000 ohms when tested at 0.7 v. It was stated that patient falls may have led or contributed to the issue. The lead was replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.